Event description:
Additional information received indicates that the ipg is operating as expected. Event is no longer reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg has become inoperable. Surgical intervention may be taken at a later date to address the issue.